Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported the device never helped and recharging was too much work so they hadn¿t charged in three months. Currently the consumer was seeing the poor communication screen on the patient programmer (pp), was experiencing poor communication using the pp, and was unable to communicate using the recharger. Additional information received from the consumer reported that the circumstances that led to the device never helping included she needed to address thoracic pain which never happened due to the wire location. The patient noted that her lower back pain was so diffuse that she didn¿t get relief. The patient stated that the charging process and time involved had been very discouraging and the hassle was bigger than the minimal relief obtained. The patient claimed she was at fault for giving up and that she had someone work very hard to help her. The patient reported she was now keeping the battery charged and was going to ask for help again soon.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.